Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing was able to duplicate the issue. It was determined that fluid ingression to the device was the root cause. The main board and the dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 45639. The malfunction occurred during testing, there was no patient involvement.